Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended and tissue in the helix. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post-implant, the low voltage lead dislodged. Attempts to re-position the lead were unsuccessful as the helix was not retracting appropriately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.